Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It found that there had been a one foreign matter in the sterilization package by an inspection in the testing section of the plant. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? It seemed to be a black dirt. Are there any photos of the foreign matter available? Yes. Please see the attached local letter. Was the product seal on the foil still intact when the package was opened? The package is unopened. H6 investigation findings: c22 - photo review. H3 investigation summary: the product was returned to ethicon for evaluation. One representative unopened sample that pertain to product code 680h was received for analysis. During visual inspection of the returned sample, a black foreign matter was observed inside the packet. In addition, a photo was provided, and with the same condition as the received sample. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.